Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned products.

Event description:
Last 2 brush heads have broken / metal pin located at the top seems to shake out and subsequently fall out during brushing [device breakage], no adverse event [no adverse event]. Case description: report source: non-event - spontaneous. A male consumer of unspecified age reported via e-mail on (B)(6) 2017 that he had been using the oral-b power oral care refills precision clean, and the last 2 had broken mid-clean. The consumer elaborated that the metal pin located at the top seemed to have shaken out and subsequently fell out during brushing. This was not the first time the consumer had used these particular brush heads. No symptoms developed. Relevant history: none reported. Concomitant product(s): oral-b rechargeable toothbrush, version unknown. No further information was provided. On 21-jul-2017 received consumer's follow-up e-mail: the consumer reported that he mislaid a packet so bought a replacement pack of brush heads and they'd subsequently mixed up. He stated that both logos were gray, and that one scratched off and the other didn't. No further information was provided.